Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "localized heat, tenderness to touch, swelling, hardness, aching, lumpy, sore, nodular and "hot and cold, shivery flushes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, skin irritation, fever and pain: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
The patient reported having injections with unspecified juvederm ultra plus in the cheeks and chin. Then the patient's face began to swell and ache 12 hours after contracting food poisoning. As a result of food poisoning, the patient had diarrhea and vomiting due to dehydration. One day after having food poisoning, symptoms also included "localized heat, tenderness to touch, swelling, hardness, aching in certain spots" that "felt like a blind pimple." Patient also had a "swelling of the lips, chin cheeks and temples where 'vycross' had been injected." Patient drank lots of fluid to hydrate and face was still tender and swollen for 24 hours. Symptoms resolved. During the next 8 months, the patient had additional injections with unspecified juvederm ultra plus ,juvederm volift with lidocaine, juvederm, volbella with lidocaine and juvederm refine. Then the patient thought they had the flu with "hot and cold, shivery flushes and [their] face started aching." The areas where juvederm was injected became "sore, swollen, hard, nodular, tender and generally looks odd." No change in skin color, but there are changes in the face with "odd swelling and distention in places." The patient improved the same day but face remained "aching." On the following day, patient felt fine but the face was still "lumpy, swollen and achy in places." The areas that "flare up" are the "cheeks, particularly lateral zygoma, oral commissures and infra orbital region." Patient has been treated with hyalase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00503 (allergan complaint # (B)(4)), #3005113652-2015-00504 (allergan complaint # (B)(4)), #3005113652-2015-00505 (allergan complaint # (B)(4)), #3005113652-2015-00507 (allergan complaint # (B)(4)) and #3005113652-2015-00512 (allergan complaint # (B)(4)) and #3005113652-2015-00552 (allergan complaint # (B)(4)). This MDR is being submitted for the sixth suspect product, the initial unspecified juvederm ultra plus, also a device manufactured by allergan.